Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a saliva ejector. The customer reports that a pt was having an egd and being suctioned by one of our anesthesiologists and the blue part on the tip came off the tube and lodged into the pt's mouth. The customer reports that they were able to pull it out with forceps. The customer reports the pt status is fine.